Event description:
This report summarizes <noe> 1 </noe> malfunction events, where it was reported the base was wobbly or the seat would not support weight. There was no patient involvement.

Manufacturer narrative:
It was originally reported that 4 devices experienced the reported issue; however, it was later determined that only 1 device experienced the issue. B5 has been updated to correct this.

Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 3 devices were not evaluated, as the issue was identified and resolved during a troubleshooting call between the customer and stryker technical support. 1 device was evaluated in the field and the issue was confirmed; the device had a bent component. The devices were repaired and returned. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 4 </noe> malfunction events, where it was reported the base was wobbly or the seat would not support weight. There was no patient involvement.